Manufacturer narrative:
Follow-up #1: date of submission 8/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: pump was returned with moisture visible through display lens. No evidence of moisture in the battery compartment. "Cs078" alarm occurs on rewind- unable to verify step leak test failed due to a crack in the battery compartment along the side and from a crack at the top right corner between display lens and pump seal..opened pump- moisture found throughout pump casing including motor flex connector. Battery compartment is also cracked from case seal traveling to bumper- no leak was found at this location.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a power issue, damage with moisture ingress. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.